Event description:
Pt's spouse reported that while priming for a new mix, they were getting "high pressure" alert on pump. They believe they were getting "high pressure" alert because the tubing was damped inadvertently. They opened the damp, saw no kinks or blockage on central line. Spouse removed and put back batteries in pump, tried new tubing and they are still getting same message. Advised spouse to put new cassette into back-up pump, spouse reports still getting same message. Cnss was able to give pt's spouse a call and assist. Per am, pt's extended tubing was connected to the wrong end. Pt's spouse was able to resolve issue immediately and pt was able to resume infusion with no issues. No further information, details or dates available. Pump serial number and tubing lot number unknown. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? No; did the pt have a backup product they were able to switch to? Yes, but not needed since was user error. Was the pt able to successfully continue their therapy? Yes; is the therapy life sustaining? Yes. Reported to (B)(6) by pt/caregiver.